Manufacturer narrative:
Device evaluated by MFR, event problem and evaluation codes: a follow up report will be submitted upon completion of the investigation.

Event description:
A customer stated that the device advised to shock but no shock was delivered in AED mode. The device was reported to be in use on a patient; the patient died. Additional details have been requested.

Event description:
A customer reported that while in use on a patient in AED mode, a shock was advised but when the shock button was pressed no shock was delivered. The customer reported that another device was used. The patient died.